Event description:
Hosp staff treated a pt who arrived in the emergency dept via ambulance in cardiac arrest. An unk number of countershocks was delivered to the pt. The pt was not resuscitated. The reporter stated that the device did not appear to be delivering the selected defibrillation energy to the pt. The statement was based on lack of skeletal muscular response from the pt. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.